Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface cable finds that the cable directly caused the event. Bench test results: fail. Cable failed the continuity test. Open between lemo pin 6 and pin 2 on connector j8. Gbit test and 100t test passed. Failed visual inspection, the two ground wires coming from the mvs side of the cable were cut. The reported event was confirmed to be caused by an electrical failure mode. As previously reported the 9amph 12v battery and mvs interface cable were replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement 9amph 12v battery shipped to site. No parts have been received by manufacturer for analysis. Return requested. Replacement mvs interface cable shipped to site. No parts have been received by manufacturer for analysis. On 03/25/2016 a medtronic representative performed an imaging system check-out, imaging modalities, cable grade & system inspection areas passed. Mechanical test failed. No connection by umbelica from mobile view station (mvs) to imaging system. Changed motion batteries and mvs interface cable. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that their imaging system batteries have a low level of charge. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.